Manufacturer narrative:
Result: the 5max ace catheter was fractured approximately 1.5 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that during the preparation of the 5maxace catheter a crack was noticed. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. Prior to the procedure, a penumbra system 5max ace reperfusion catheter was found to have a fracture near the hub and was not used. A new penumbra system 5max ace reperfusion catheter was utilized. There was no report of an adverse effect on the patient.